Manufacturer narrative:
The insulin pump received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had not reported the symptoms and treated with pump and taking manual injections. Customer's blood glucose level was 500 mg/dl. Customer declined to troubleshoot for high readings. Customer reported o'ring broke in half and fell out from top of the reservoir compartment. Customer is not sure how the damage occurred. Customer reports damage to the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.